Event description:
It was reported that the pt had persistent cerebrospinal fluid leak. The leak caused "large collections of csf in her pump pocket". Several catheter revisions were performed; the problem persisted. As the hcp was unable to "fix" the problem, he subsequently removed the pump.

Manufacturer narrative:
.